Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc sprinter balloon device to treat a moderately tortuous, mildly calcified lesion with 95% stenosis in the mid right coronary artery (rca). There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. The lesion was pre-dilated, the device did pass through a previously deployed stent. The device was being used to post dilate a 3.0 stent which had already been deployed. It was reported that the balloon burst during balloon inflation at 18 atm. It was detailed that the posterior balloon was divided into multiple pieces within the blood vessel. Multiple pieces were removed through technical means however there were still remnants which could not be removed. The patient underwent thoracotomy bypass surgery. The patient was reported to be alive with no injury however, they were under observation in the intensive care unit (ICU) and their condition was described as temporarily stable.

Manufacturer narrative:
Additional information: negative prep was performed. Resistance was not encountered when advancing the device. Excessive force was not used. Two inflations were applied prior to the balloon burst. When the product ruptured the proximal right coronary artery was blocked. The device was returned into the guide catheter. Following angiography it was noted that the posterior balloon was divided into multiple pieces within the blood vessel. After trying many methods and unable to take it out, the patient was switched to emergency tubular artery bypass grafting. Product analysis: the device was received for analysis. Kinks were evident on the hypotube. The device returned with a complete radial detachment of the balloon at the proximal bond, exposing the inner member. Flattening was evident on the transition shaft with blood visible. The detached balloon material did not return for analysis. A tear was evident at the guidewire entry port of the exchange joint. The material at the tear site was jagged, uneven and protruding upward. Flattening was evident to the distal shaft. Blood was visible in the inflation lumen. A complete radial burst occurred at the proximal end of the balloon. It appeared that the balloon bond expanded leading to the burst. The balloon material was jagged and uneven at the tear site. Stretching was evident to the inner member. The proximal marker band was not positioned on the inner member and did not return for analysis. Stretching was evident to the distal tip. Part of the tip was detached and did not return for analysis. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: fdr code added: c0701 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.